Manufacturer narrative:
E1: initial reporter phone - (B)(6). The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer showed a damaged catheter hub rotator.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During flushing, parts of the catheter were detached and separated. The procedure was not completed due to this event. The patient remained stable, and no complications were reported. It was further reported that the detachment occurred at the tip of the catheter, and the procedure was completed with another of the same device.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During flushing, parts of the catheter were detached and separated. The procedure was not completed due to this event. The patient remained stable, and no complications were reported.

Manufacturer narrative:
E1: initial reporter phone - (B)(6).